Event description:
It was reported that the laparoscope exhibited no image. The event occurred during maintenance. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the light guide bundle of insertion section had slight worn, interrupted and weakened. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the no image was caused by a component failure of the universal cord, and the light guide bundle of insertion section was slight worn, interrupted and weakened was caused by a component failure of the light guide bundle. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.